Event description:
The customer obtained a non-reproducible, higher than expected vitros total b-hcg ii result (78.11 miu/ml) from a high sample diluent b (hsdb) fluid while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. Patient samples were not known to be affected. The repeat bhcg ii result was <2.39 miu/ml. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros total b-hcg ii result was obtained while using the vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. However, an analyzer related issue cannot be ruled out as a contributing factor. The investigation could not find any evidence that the vitros total b-hcg ii reagent malfunctioned.